Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. A1 a3 h6: manufacturing location: monument. Manufacturing date: 06-sep-2018. Part number: 413.584, 3.0mm ti locking screw 14mm f/sternal locking plates. Lot number: h716299 (non-sterile). Lot quantity: 121. Work order traveler met all inspection acceptance criteria. Packaging label log was reviewed and determined to be conforming. Component part(s) reviewed: part number: 497m693, lot number: h716299, lot quantity: 121. Work order traveler met all inspection acceptance criteria. Inspection sheet, inspect dimensional / final inspection, met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent for a surgery. It was discovered the instrument has bruised on the head. It was unknown how it occurred. There was no procedure and patient involvements are reported. This complaint involves one (1) device. This report is for (1) 3.0mm ti locking screw 14mm f/sternal locking plates. This report is 1 of 1 (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Additional product code : hwc jdq. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.